Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during deployment of a vena cava filter, a limb became caught in the ivc wall, the filter was retrieved with a snare without incident. Another vena cava filter was deployed successfully in the ivc without further incident. There is no reported patient injury.